Event description:
The patient is reportedly experiencing pain and discomfort around the implant site since approximately (B)(6) 2009 following a car accident. A site visit to do integrity testing of the device has taken place. External equipment was exchanged and extensive troubleshooting was performed, the issue was not resolved. However, testing showed that the patient's device is functioning. Revision surgery is being considered.